Event description:
The customer performed three blood glucose tests and had the following readings: 455, 205, and 174 mg/dl. The difference between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically signficant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.